Event description:
It was reported to philips that the system's flexviewing computer was unable to boot, preventing a full system boot. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and confirmed the reported issue. The customer notified the rse that, the system in the control room started up and showed all signals, whereas in the examination room, the monitor remained black. Several restarts were performed, but the issue persisted. The rse analyzed the log files and identified an error with flexviewing pc. A philips field service engineer (fse) inspected the system on-site and found the flexviewing pc did not start. To resolve the issue, the fse replaced the flexviewing pc. After replacing the pc, the system was returned to use in good working condition. The flexviewing pc was returned for further analysis, and no failure was observed. The codes were updated based on the investigation outcomes.